Manufacturer narrative:
(B)(4). Customer returned insulin pump for the retainer ring safety notice. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damaged retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damage, cracked retainer, pillowing overlay and stained overlay. Customer has returned insulin pump due to the retainer ring safety notice. Cracked retainer confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.